Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient came to clinic with elevated lactate dehydrogenase (ldh) at 1050. Thrombus is suspected. Additional information received 15 days later the patient was presented with ldh over 1100, no symptoms and pump parameters of pi at 5.6 at 9000 rpm, 5.7 ipm at 5.8 watts. Plasma free hgb over 40, redrawn and awaiting results. A ramp study was performed which showed that appeared to be normal function and appropriate function when ramping speed up. Xrays performed upon admission showed an appropriate geometry of the vad and flow path. Patient was admitted and transesophageal echocardiography (tee) was performed which showed adequate inflow velocity, no obstructions to flow, no thrombus in left atrial (la) or left ventricle (lv), no patient foramen ovale (pfo), appropriate mitral valve function and occluded aortic valve (ao) which was over sewn at implant. A pump exchange from one lvad to another took place.

Manufacturer narrative:
The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.